Event description:
A report was received stating "the basket fell apart after retrieving one stone". The procedure was completed using a second escape nitinol stone retrieval basket and there were no complications for this patient. Nothing detached from the product within the patient. One stone had been retrieved and they could not get the device to operate further. No further information is available.

Manufacturer narrative:
Customer complaint confirmed. The basket of the device does not fully close due to sheath damage near the handle. The sheath of the device near the handle is twisted and kinked. When closed, the basket tip extends from the end of the sheath 5 mm. A review of the device history record was performed and revealed no anomalies.